Manufacturer narrative:
The ge service representative conducted an onsite investigation. The video control printed circuit board was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the monitor on the system would go black during fluoroscopy. No pt injury was reported.